Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the erma main drawer 4.2 had failed and could not be recovered. Additionally, all cubies in erma main drawer 4.2 were reading as not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 failed and was not detected on the bus. A field service engineer reseated the row board cable at the drawer trays and at the drawer controller in the rear. All pockets were tested and confirmed to be responsive, and functionality was verified. The system functioned as intended after the field service engineer repaired the device.